Event description:
It was reported that a new ilet user experienced repeated beeping overnight and saw a high bg alert after a recent supply change, with approximately 48 units remaining; the user declined another supply change and ended the call before additional information could be gathered. Symptoms included hyperglycemia. Outcomes included no reported need for outside assistance and no medical intervention or hospitalization. Investigation included initial troubleshooting and education. Investigation of this case revealed that the cause of hyperglycemia was unclear due to incomplete information, and no device malfunction or component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.